Event description:
Procedure performed: unknown. Event description: customer claims that inzii bag split while using the bag - more information to be collected. Additional information received from customer via email on (B)(6) 26: this email is to inform you about a complaint, concerning product ref# (B)(4) (system specimen retrieval port 10 mm 225 ml inzii-cd001) x3 ea from lot number# 1571679 at [hospital] faulty- ¿broken devices while they tried to use." The complaint is stored under reference number ofi xxxx in our administration. Please mention this reference number in further correspondence. See attached complaint form for more details. Request you to please arrange collection form the below mentioned address and provide replacement. We kindly request you to investigate the issue and provide us with a closure letter. Additional information received from applied medical representative via email on 24apr26: patient status, intervention, event date, procedure, concomitant device fields updated. After bag was deployed, the metal went through the bag. No spillage out of the bag opening. No guide bead pulled on with an instrument. No guide bead detached from the bag. The bag was not damaged. No guide bead detached from the cord. On one unit of the three devices, the cord was damaged. No bead component separate inside or outside of the patient. Type of intervention: device replacement. Patient status: patient is fine.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.